Event description:
It was reported that the patients wound site was delayed in healing, had some redness, minor drainage and scab that the patient had been scratching. There was concern for infection and the patient underwent a procedure wherein the pocket was irrigated and aspirated. The patient was injected with vancomycin and administered with polysporin.

Event description:
It was reported that the patient's wound site was delayed in healing, had some redness, minor drainage and scab that the patient had been scratching. There was concern for infection and the patient underwent a procedure wherein the pocket was irrigated and aspirated. The patient was injected with vancomycin and administered with polysporin. Additional information was received that there was no plan to explant this patient at this time. The physician believed that the patient initially had some swelling at surgical site, however there was no sign of implant infection or cultures of anything growing related to infection post implant.